Event description:
It was reported by repair work order that the power load will not come out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the power load will not come out of the ambulance, this was confirmed to be in powered mode only. It was confirmed that the cot could be loaded, unloaded, and secured in the ambulance manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load will not come out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.